Event description:
It was reported, the customer was experiencing high blood glucose. Customer stated that the insulin pump would not deliver insulin. Customer stated, he has been off the insulin pump since (B)(6) 2015. Customer stated he went to his doctor and had to go back using pen. It was found in the alarm history the insulin pump alarmed no delivery and low reservoir. Customer reported was hospitalized last (B)(6) for pneumonia but was not on steroids. Customer's blood glucose was 400 mg/dl. Customer treated with manual injection. Customer stated that he changed out the set but it didn't work. Customer stated, he was feeling thirsty, achy, fruity breath and nausea. Troubleshooting was not completed due to customer requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.